Event description:
A bipap a40 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, a ventilator inoperative error code indicating a failure of the outlet pressure sensor was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. No repair was performed. The device was scrapped as per customer request. The device will be included in the fsn 2023-cc-src-039.